Event description:
The patient reported that the v-go 40 devices were having issues. It was reported that the button would pop off (release) and they were not able to get insulin. The patient reported that this happened four times, however no specific event dates were reported. It was reported that one device is available for return to the manufacturer. However, to date, no device has been returned.